Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memory gel breast implant 400cc, catalog number 3507400bc, lot number 5610872, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 400cc and experienced bilateral rupture on the breast implants. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel implants on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 04/10/2018, it was reported that the device history record (DHR) of lot numbers 5605773 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/23/2018, it was reported to mentor that device evaluation and investigation have been completed. This medwatch report is for right breast implant: upon receipt by mentor, the device contained gel with cloudy appearance. White material was observed within the device. Gel was observed on the shell surface. Product evaluation team¿s visual examination of the device revealed a crease on the inferior edge of the posterior aspect. A rent measuring 3.0 cm was discovered at the end of the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the materials observed within the device and on the shell surface. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Manufacturer¿s reference number: (B)(4).